Manufacturer narrative:
(B)(4). The returned device was visually inspected and it was found reddish material inside the pebax and a hole was observed. Per the event, the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Then per the reported event, a coolflow pump test was performed and the catheter passed specifications. Per the damage found a scanning electron microscope (sem) analysis was performed and the results showed evidence of a hole on the surface of pebax. It is possible that damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint regarding char cannot be confirmed.

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smarttouch® uni-directional navigation catheter and char was observed on the catheter. There were no errors, product problems, or issues with temperature or flow reported. The generator was in power control mode with a temperature cutoff of 47°c, with a warning at 43°c. The impedance cutoff was 245 ohms with a spike of 40 ohms. The patient was given anticoagulant during the procedure. There has been no report of any neurological symptoms for the patient since the procedure was completed. This event was originally assessed as not MDR reportable as char is a physical phenomenon of rf energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. On (B)(6) 2017, during visual inspection of the returned device at the biosense webster failure analysis lab, it was discovered that there was dried blood on the sides of the tip lumen. The tip looks shiny and no char was present. This finding was assessed as not MDR reportable because the presence of dried blood noted after the procedure is an expected finding. After further analysis of the catheter on (B)(6) 2017, it was discovered that there was reddish material was found inside the pebax. A hole was observed in the pebax. This finding was assessed as MDR reportable because the hole in the catheter poses a risk to the patient that could have been critical due to the potential of thrombus formation from exposure of internal parts of the catheter. The awareness date was reset to (B)(6) 2017, the date of the reportable catheter finding.